Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003.

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 350cc and experienced capsular contracture baker grade IV on the left side. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant 375cc, catalog number: 3503754bc, serial number: (B)(4) on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).